Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, inflammation/irritation, varied injuries-ndr.

Event description:
Legal representative reported right side "emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, and physical pain and suffering from explantation". The events of "cellular damage, and subcellular damage", "past and future medical expenses" and "suffering from explantation" are not considered device related. Device has been explanted.